Manufacturer narrative:
Device analysis report attached.

Manufacturer narrative:
This report is submitted on may 22, 2024.

Event description:
Per the clinic, short circuits were noted on many electrodes. Subsequently, the device was explanted on (B)(6) 2024 and the patient was reimplanted with another cochlear device during the same surgery.